Manufacturer narrative:
(B)(4). Batch # r58n32. Per photographic analysis: one photo was provided. The picture shows a gold reload from the batch side. The batch number r58n32 can be seen. The pan can be appreciate partially detached from the proximal end left side. Please refer to device analysis for full analysis details. Device analysis: the analysis results showed that one ecr60d reload was received unfired, with the pan partially detached from the left side. While no conclusion could be reached on what caused the pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Device breakage. During the endoscopic lobectomy, could not install the reload, checked noted the pan was deformed. When picked up the sample, the staple drivers fell off. Another device was used to complete the surgery. There were no adverse consequences to the patient.